Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half-height drawer 5 was the root cause, and the 5.2 drawer board had lower than normal resistance. A field service engineer arrived onsite and found that the device would not power on. The engineer isolated the issue to auxiliary half-height drawer 5 and identified that the 5.2 drawer board had less than normal ohms. The engineer replaced the pyxibus controller and the drawer board controller. After completing the hardware replacement, the engineer tested the application to confirm functionality. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary station not communicated and showed black screen. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary station not communicated and showed black screen. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.